Event description:
It was reported that an ilet user performed an infusion set and cartridge supply change after running out of insulin, observed leakage at the infusion site due to weak adhesive, and required guided troubleshooting to replace tubing, fill the tubing, and fill the cannula; the user had not used backup insulin while disconnected but was advised that backup therapy is appropriate when the pump is not connected. Symptoms included hyperglycemia peaking at 387 mg/dl and later decreased to 240 mg/dl following re-site and reconnection. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.